Manufacturer narrative:
The instrument images were reviewed. The issue could be due to reagent carry over from the anti-b wells to the anti-d wells, because of damage to inner lining of the probe. The customer was asked to change the probe, calibrate, and run a probe accuracy test. The customer changed the probe and reported they continued having problems with unexpected positive reactions. The probe supply line appeared to have some crystallized saline where it is connected to the back of the fluidic module. Customer changed the probe supply line and changed the anti-d reagent. The samples were rerun, which gave the expected results.

Event description:
Customer reported an rh discrepancy on a patient sample tested on echo. A patient which typed as b negative on tube testing was run on echo and resulted as b ntd.